Manufacturer narrative:
Complaint not confirmed, no abnormality or damage was observed on the device. The ar-9502f-36cpc cup and screw returned were assembled and seated without difficulty. The cause of the event is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
The patient had a reverse shoulder done on (B)(6) 2019. She was having inflammation problems at the site; there was another case done on (B)(6) 2021 to remove the devices. They checked for infection; tests were negative. The surgeon determined that the stem and cup were loose; they were removed from the patient. A size 8 stem and cup were inserted into the patient for a total shoulder repair.